Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial op notes review indicates that the patient had right tka due to osteoarthritis. The patient was not revised. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur trabecular metal cruciate retaining (cr) standard porous catalog # 42502805802 lot # 62718166, persona tibia cemented stemmed catalog # 42532007102 lot # 62647251, persona articular surface fixed bearing cruciate retaining (cr) catalog # 42522000510 lot # 62691695, persona stem extension tapered cemented catalog # 42557000114 lot # 62675669, palacos cement catalog # 00111314001 lot # 78094385. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-01779, 0002648920-2019-00343, 0001822565-2019-01783, 0001822565-2019-02023 . Remains implanted.

Event description:
It was reported that the patient underwent a initial right knee arthroplasty. Subsequently, the patient is experiencing pain behind the knee, chronic pain, jerking, clicking, swelling, instability, and loosening.